Event description:
The event is reported as: alleged issue: there was a problem with the jaws of the applier opening and closing. No patient injury reported.

Manufacturer narrative:
The device sample was received by manufacturer but investigation is incomplete at time of this report.